Event description:
According to the complainant, the tip of the gemini basket broke off and the wires were fully detached from the tip but still attached to the device. Nothing fell off inside the patient. They pulled the gemini basket out of the patient and grab another gemini basket to finish the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
According to the complainant, the tip of the gemini basket broke off and the wires were fully detached from the tip but still attached to the device. Nothing fell off inside the patient. They pulled the gemini basket out of the patient and grab another gemini basket to finish the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received on (B)(4) 2013 revealed that the basket was detached at the splice joint. A visual analysis of the returned gemini basket revealed device basket was detached. The wire sub-assembly (s/a) detached in the middle of the splice cannula. The basket was bent. The detached fragment was bent and kinked in several locations. The outer sheath was kinked. The wire s/a splice joints are 100% inspected in process per (B)(4). Other defects on the device (bent basket, bent wire s/a, and kinked outer sheath) indicate significant forces were applied. It was not possible to determine the amount of force that was exerted on the wire s/a to cause it to break. The defect could be related to manufacturing, use, operational context, or possibly interaction with the scope or another device during the procedure. Therefore, the most probable root cause for the detached basket is undeterminable. The most probable root cause for the kinked sheath, kinked/bent wire s/a, and bent basket is operational/physiological context.